Event description:
Implanted in theatre at 12am (B)(6), post removing patient off the table and into ICU. 15 minutes later the monitor showed err005 failure in temperature measurement. The surgeon trouble shooted disconnecting the sensor and reconnecting, trying a different catheter extension cable. And was still resulting in the same error message. They explanted the sensor and inserted another.